Manufacturer narrative:
The event was initially assessed to be not reportable given the failure was detectable and no injury occurred. On august 21, 2025, an internal review of similar malfunctions concluded that the event was reportable considering that a serious injury could occur if the malfunction were to recur in a future similar event. This date is indicated as the "date received by manufacturer".

Event description:
It was reported that the physician bent the stylus shaft too aggressively toward the tip. The device was then inserted in the nose in the posterior nasal nerve area. When pressure was applied to the device, the tip broke and a fragment detached from the stylus tip. The loose component was retrieved from the nasal passage. No patient injury or complication was reported. The company representative reviewed proper bending procedure for the device and another device was used to complete the procedure.